Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, no vibrator response during the self test due to high resistance value across motor vibrator connector pin #1 at electrical board from moisture damage. Insulin pump also received with moisture damage inside of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had absence of vibration. Customer blood glucose reading was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.